Manufacturer narrative:
The returned sleeve was evaluated. There is deformation on the distal tip which prevented the sleeve from connecting with a mating pedicle screw during a functional evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause is likely attributed to attempting to force the sleeve to connect to a screw while improperly aligned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a sleeve would not assemble with a mating pedicle screw during surgery. An alternative sleeve was used to complete the procedure. There was no report of patient impact associated with this event.